Event description:
It was reported that the pacing/sensing portion of this right ventricular (rv) lead was surgically abandoned due to an unspecified issue. A previously abandoned lead was uncapped and is being used as the pace/sense lead. No additional patient adverse effects were reported.